Manufacturer narrative:
The customer reported that this multigas unit displayed a gas module error message. The issue was discovered during setup. The customer tried the unit on multiple bedsides and changed the water trap; however, the issue remained. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 2: (B)(6) 2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: (B)(6) 2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Event description:
The customer reported that this multigas unit displayed a gas module error message. The unit was not in patient use at the time.

Manufacturer narrative:
Details of complaint: the customer reported that this multigas unit displayed a gas module error message. The issue was discovered during setup. The customer tried the unit on multiple bedsides and changed the water trap; however, the issue remained. The unit was not in patient use at the time. Investigation summary: the device with the reported issue was returned for evaluation. During the evaluation the reported issue could not be duplicated. The unit's pump and gas sensor were replaced as a preventative measure. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6)2026 I called sam to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for sam to call me back with this information. Attempt # 2: (B)(6)2026 I called sam to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for sam to call me back with this information. Attempt # 3: (B)(6)2026 I called sam to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for sam to call me back with this information. Additional information: b4 date of this report d9 is this device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative

Event description:
The customer reported that this multigas unit displayed a gas module error message. The unit was not in patient use at the time.